Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message with the adc device, and the customer was therefore unable to obtain sensor readings. The customer became hypoglycemic and required treatment of glucagon injection by a family member. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported a "replace sensor" message with the adc device, and the customer was therefore unable to obtain sensor readings. The customer became hypoglycemic and required treatment of glucagon injection by a family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Therefore, issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Arepeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message with the adc device, and the customer was therefore unable to obtain sensor readings. The customer became hypoglycemic and required treatment of glucagon injection by a family member. There was no report of death or permanent injury associated with this event.